Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was re-interrogated just after implant and zeroes were displayed for the serial number. The serial numbers were programmed on the device. The device was interrogated again and no power on reset was seen on the device; however it is uncertain if there was a power on reset previously and overlooked. The device remains in use. No patient complications have been reported as a result of this event.